Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right ventricular lead was explanted prophylactically due to its advisory status. The patient was in stable condition post-procedure.

Manufacturer narrative:
The connector portion of a partial lead was returned in one piece for analysis. Bench testing saw no anomalies related to the lead's advisory status. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions breaching the outer insulation and exposing the electrode consistent with friction to the device can.